Event description:
Event description boston scientific crm received information that this 4087 right ventricular lead dislodged. In a revision procedure, the 4087 lead could not be repositioned due to a stuck helix mechanism; the lead was explanted and replaced with the 4470 lead. One week later, the 4470 lead exhibited high pacing thresholds. In an additional revision to optimize therapy, the 4470 lead was successfully repositioned. No adverse effects were reported for this pacer-dependent patient.